Event description:
It was reported that the patient noticed the wires moving towards the surface of the skin and has noticed drainage from a small wound in the skin. The area is very tender to touch. The patient presents today with signs and symptoms consistent with infected lead. Infection is over the implantable pulse generator (ipg) site. The patient was placed on antibiotics. The physician does not believe it is device related. No further information has been obtained. Additional information received stated that patient underwent explant procedure and was doing well postoperatively. The explanted device components were discarded per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: (B)(6), batch: 23746868, UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred 1.5 months ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5144796, UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 363085, UDI: (B)(4).

Event description:
It was reported that the patient noticed the wires moving towards the surface of the skin and has noticed drainage from a small wound in the skin. The area is very tender to touch. The patient presents today with signs and symptoms consistent with infected lead. Infection is over the implantable pulse generator (ipg) site. The patient was placed on antibiotics. The physician does not believe it is device related. No further information has been obtained.